Manufacturer narrative:
The pump has not been returned to animas for eval. If the pump is returned, an eval will be conducted and a supplemental report will be filed.

Event description:
It was reported, the pump display screen was blank and no audible tones were present after a new battery was inserted.